Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after implantation of intraocular lens (iol), noted a linear scratch on the iol which was outside of visual axis. Additional information was requested and received stating the issue was possibly due to cartridge or loading forceps. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of linear scratch; therefore, the condition of the product could not be verified. A photo of the lens is attached to the parent file and has been reviewed by the investigation site. There appear to be marks on the lens, however the exact details of those marks cannot be determined. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).